Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 250 mg/dl at the time of hospitalization. The customer stated that the blood glucose reached over 600 mg/dl and gave bolus. The customer stated that the blood glucose went over 500 and treated with manual injection. The customer stated that they had high ketones. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.